Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Additional information was provided to the manufacturer regarding the suspect device. As such, the appropriate report fields have been updated.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
During a recent programming session it was reported invalid impedence measurements were observed for all contacts of the patient's (B)(6) lead. Efforts to resolve this matter via reprogramming proved unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Event description:
On (B)(6) 2015, sjm personnel was advised that surgical intervention was undertaken to explant the patient¿s scs system. The date of the procedure was not provided. The explanted devices were retained by the medical facility and will not be returned to the manufacturer for analysis.